Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "I was placing a 4 fr dl powerpicc sv today. I had the dilator and the PICC in the patient and was trying to break the dilator sheath. It would not break, so I opened a separate dilator pack, withdrew PICC, placed wire, withdrew dilator and placed new dilator, withdrew wire and then placed PICC, broke away new dilator."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an incomplete break is confirmed and was determined to be manufacturing related. One 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation revealed use residue on the sample. The t-handle was observed to be partially split. A microscopic observation revealed plastic deformation and lightening of the material at the break site within the t-handle. The skiving of the t-handle appeared to be insufficient. Photographs of the returned sample were forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.